Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the device was visually tested. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to detected corrosion and broken cutter. Failure comments: the drill bit was received broken on the drilling end and appears to be corroded in some area. The lot number is identifiable on the drill. Root cause comments: the most probable cause for the found defect is improper handling by the user due to (applied excessive force) and cutter left on devices during cleaning. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Anspach cutting tools are designed for single use only. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d10: concomitant med products and therapy dates: high speed elec g1 handpiece air cooled, adult craniotome, 2/7/2025. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 2 of 2 for(B)(4). It was reported that during surgery for evacuation of intracerebral hematoma for bone flap, when the surgeon removed the bone flap and was drilling on the workbench, it was observed that the 1.55mm x 10mm twist dr,s device was broken. Another new same device was used, but it also observed to be broken. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.